Event description:
During a bilateral knee procedure this instrument was used to impact the femoral component in both knees. When loading the 2nd femoral component one arm was obviously loose but still worked to hold the prosthesis. After impaction was noted that 2 bolts, rivets were missing from the instrument and needed to be found as otherwise they could be in the pts wound. Both were found, one on the floor and one in the instrument tray. There was a delay of 15 mins as a result. The surgeon required the pt have an xray in the operating room prior to would closure.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.